Manufacturer narrative:
Product analysis: it was confirmed that the stylus and cursor did not align on screen. The connection between the display overlay and printed circuit board (pcb) was cleaned and re-seated, and the stylus was calibrated. Power cord insulation was damaged. The cord was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not calibrate. It was further reported that the stylus tip activated the screen approximately a half inch from where it was touching. A new stylus was tried as well as multiple calibration attempts. The programmer was returned for service. There was no patient involvement.